Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that in 2009 his blood glucose measured 341 mg/dl at 8:00pm and he bolused 6 units of insulin through the infusion device. The next day, his blood glucose measured 211 mg/dl and he felt sick and vomited. At 2:00 pm his blood glucose measured 289mg/dl and he bolused 4 units of insulin, at 3:00 pm his blood glucose measured 352 mg/dl and he bolused 5 units of insulin, and at 5:00 pm his blood glucose measured 536 mg/dl. His father called the ambulance and the pt was taken to the hospital and he was disconnected from the infusion device. Two days later, at 10:00 am the pt reconnected to the infusion device. Another two days later, the pt switched to the backup infusion device. He believes the infusion device delivers too little insulin. His normal blood glucose range is 60-180 mg/dl. No further info is available. The pt did not required medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.